Event description:
It was reported that the green cable is defective. There was no reported pt consequence.

Manufacturer narrative:
Evaluation summary: the green translational cable was replaced to correct the complaint. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.